Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dbs - other and movement disorders. It was reported the patient's son's knee hit the patient's right ins area. The patient stated that the ins area was sore and they were worried that something may have moved or shifted. The patient checked both ins's with the programmer and were able to connect. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they were unaware of the patient¿s issue. They noted that they patient was not scheduled to be seen until (B)(6) 2018. There were no further complications reported or anticipated.